Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2007, an aortic valve replacement was performed and this 21 mm trifecta valve was implanted. On (B)(6) 2017, the patient was seen for aortic insufficiency assessment and a second opinion regarding a tavr. An echocardiogram and CT angiogram were reviewed and showed moderate symptomatic aortic stenosis with moderate aortic insufficiency. On (B)(6) 2017, tavr using an alternative access approach was preformed and a medtronic evolut valve was placed. (Clinical study patient ID: (B)(6)).